Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified multiple hardware malfunctions. The fse found bubbles in tubing due to a faulty degasser. The fse also found reagent and sample probes were misaligned and a worn reagent syringe. The fse replaced the degasser unit, reagent probe, sample probe and reagent syringe to resolve the issue. Following the repairs, the fse performed calibration and quality control with passing results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported obtaining low patient results with a ¿g¿ flag for multiple chemistries including sodium (na), potassium (k), chloride (cl), bicarbonate (co2), glucose (glu), total protein (tp), total bilirubin (tbil), albumin (alb), creatinine (creat), calcium (ca), blood urea nitrogen (bun), aspartate aminotransferase (ast), alkaline phosphatase (alp), and alanine aminotransferase (alt) involving their dxc 700 au clinical chemistry analyzer. The low results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics but shared only the initial results for two patients.